Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation: the sr8 does not run on battery power and shuts off abruptly when unplugged from ac power. When received, the unit was connected to ac power and booted with the battery led blinking red. The root cause is due to an internal failure within the lithium-ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Observation found during evaluation: the sr8 does not run on battery power and shuts off abruptly when unplugged from ac power.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation: the sr8 does not run on battery power and shuts off abruptly when unplugged from ac power. When received, the unit was connected to ac power and booted with the battery led blinking red. The root cause is due to an internal failure within the lithium-ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Observation found during evaluation: the sr8 does not run on battery power and shuts off abruptly when unplugged from ac power.